Event description:
On (B)(6) 2022. It was reported that during a tcar procedure upon passage of the 0.014 guidewire, a dissection was observed in the right ica. The physician used two stents to cover the dissection, and the procedure was completed successfully.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.